Event description:
It was reported that the sitter select alarm model 8281 low battery light aways blinks. No pt injury reported. Inspection by posey of the alarm shows that the alarm stopped, due to intermittent power.

Manufacturer narrative:
Low battery light blinking - results: battery operation failure, the alarm stopped, due to the intermittent power. Conclusions: no conclusion can be drawn.